Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time the device was programmed for intermittent delivery of an unspecified antibiotic. No further programming parameters were provided. After an unspecified length of time the homecare nurse noted 46 ml had been delivered instead of the expected 262 ml. At that time, the nurse resumed therapy using a new container and the same device. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.